Event description:
It was reported that a surgeon observed a crack on a preloaded monofocal intraocular lens (iol) while attempting to insert the lens. The tip of the cartridge made contact with the incision, which was not wide enough. The surgeon prematurely ejected the lens from the cartridge and noticed the crack on the lens. The lens was not inserted into the patient's operative eye. As a result, a new lens was opened for the procedure. Through follow up, it was learned that the lens is not available to be returned. No further information is available.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: unknown/not provided. Section d6b: if explanted; give date: unknown/not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.